Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported blood glucose to 500 mg/dl. Target blood glucose is 120-160 mg/dl. Patient reported infusion device delivery is inaccurate and there are always air bubbles in the insulin cartridge. Patient delivers correction boluses through infusion device. Patient changes infusion headset every 2 days and transfer set every 5 days. Product was requested for evaluation.